Event description:
"Unit doesn't have an alarm when turned on." The unit was reportedly not in pt use and there was no pt harm. Te malfunction was discovered by the biomedical technician during testing between pts. A repair evaluation was performed and the alarm failure was confirmed. The unit had extensive evidence of liquid damage and corrosion. The alarm circuitry was corroded and non-functional causing the alarm to not function. The alarm component itself was functional. The cpu board was replaced to correct the problem.